Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that insulin leaked past the reservoir o-rings during normal use. The customer stated that she woke up and the insulin pump was giving a low alarm. When she checked the reservoir, all the insulin was gone. Advised that the reservoirs from this lot would be replaced. Nothing further was reported.